Event description:
Intubated patient developed a stage IV upper lip pressure injury with full-thickness skin and tissue loss and exposed teeth from endotracheal tube hollister. The wound evolved quickly and the patient required debridement of the wound and surgical repair of his lip by maxillofacial oral surgery.